Manufacturer narrative:
The returned samples and retained samples were inspected, all of them met the specification, the DHR of this lot was reviewed without any issuses. The root cause can't detected currrently, no action will be taken. This issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer report that each syringe piston and barrel contact surface, visually, has moisture or lubricant.